Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician stated that the set screw would not tighten on the atrial lead pin. Torque wrench would click and then lead pin would pull right out of the implantable cardioverter defibrillator (ICD) header/connector. After second attempt the physician decided to not utilize the device and an alternate device was implanted without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.